Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken on bottom case. The device also had a cracked on right plunge case and hairline cracked on the edge on the back of pump. The history log showed a motor rate error. The device was tested using an occlusion test. It was noted the motor rate error was found during occlusion test. The technician noted combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was attributed to normal wear, m28228 was manufactured in 2005. The technician replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device motor rate error. No patient injury reported.